Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("significant, prolonged bleeding since fitting/ heavy,abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, feeling abnormal, dizziness and alopecia outcome was unknown and the dyspareunia, hormone level abnormal, mental disorder and bladder disorder had not resolved. The reporter considered alopecia, amnesia, bladder disorder, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, mental disorder, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: essure device right side was implanted on (B)(6) 2014 and left side on (B)(6) 2014 (discrepant insertion date provided (B)(6) 2014. ). The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: c12705, manufacturing date: 2014-01-11, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events dyspareunia, hormonal problems, psychological/psychiatric problems, urinary/bladder problems were added.the event term significant, prolonged bleeding since fitting was changed to significant, prolonged bleeding since fitting/ heavy, abnormal bleeding. Essure insertion date was updated to (B)(6) 2014. Removal of essure was delayed due to covid-19. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("significant, prolonged bleeding since fitting/ heavy,abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, feeling abnormal, dizziness and alopecia outcome was unknown and the dyspareunia, hormone level abnormal, mental disorder and bladder disorder had not resolved. The reporter considered alopecia, amnesia, bladder disorder, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, mental disorder, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: essure device right side was implanted on (B)(6) 2014 and left side on (B)(6) 2014 (discrepant insertion date provided (B)(6) 2014. ). The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: c12705 manufacturing date: 2014-01-11 expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events dyspareunia, hormonal problems, psychological/psychiatric problems, urinary/bladder problems were added. The event term significant, prolonged bleeding since fitting was changed to significant, prolonged bleeding since fitting/ heavy, abnormal bleeding. Essure insertion date was updated to (B)(6) 2014. Removal of essure was delayed due to covid-19. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("significant, prolonged bleeding since fitting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness") and alopecia ("hair loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, feeling abnormal, dizziness and alopecia outcome was unknown. The reporter considered alopecia, amnesia, dizziness, fatigue, feeling abnormal, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: essure device right side was implanted on (B)(6) and left side on (B)(6) 2014. The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Discrepant insertion date provided (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Report was upgraded to serious we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("significant, prolonged bleeding since fitting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness") and alopecia ("hair loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, feeling abnormal, dizziness and alopecia outcome was unknown. The reporter considered alopecia, amnesia, dizziness, fatigue, feeling abnormal, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: essure device right side was implanted on 13 november and left side on (B)(6) 2014. The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Discrepant insertion date provided (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: follow-up receipt date of last follow up was (B)(6) 2020 not (B)(6) 2020. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain on (B)(6) 2016, memory loss, foggy feeling in head, ovarian cyst, vitamin d deficiency, pruritus, anxiety, insomnia, arthralgia, anxiety disorder, hearing loss, irregular periods, uti, vomiting, nausea, dysuria, menorrhagia, delayed period, twisted knee, nickel sensitivity, multiparous, hypertension and overweight. Previously administered products included: depo provera for contraception and micronor and mirena. The patient had a family history of diabetes mellitus. Concomitant products included omeprazole, clarithromycin, amoxicillin, noretisterona (norethisterone) and depo-provera (medroxyprogesterone acetate). On (B)(6) 2014, the day of essure insertion, she experienced genital haemorrhage ("significant, prolonged bleeding since fitting/ heavy,abnormal bleeding"). On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems") and device dislocation ("misplaced essure contraceptive coil") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled). Essure was removed. At the time of the report, the dyspareunia, hormone level abnormal, mental disorder and bladder disorder had not resolved. The outcomes for pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, feeling abnormal, dizziness and alopecia were unknown. The reporter considered alopecia, amnesia, bladder disorder, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, mental disorder, pain in extremity, paraesthesia and pelvic pain to be related to essure administration. The reporter commented: essure device right side was implanted on (B)(6) 2014 and left side on (B)(6) 2014 (discrepant insertion date provided (B)(6) 2014. ). The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: both essure inserts are in satisfactory position. There is satisfactory occlusion of both fallopian tubes. [Ultrasound scan vagina] on (B)(6) 2020: difficult examination due to patients raised bmi dr was not able to demonstrate any coils fallopian tubes were not dilated . The uterus appears normal measuring 87x63x59mm. The myometrium appears normal. Endometrial thickness 10 mm. Both ovaries were not visualized due to bowel gas and raised bmi no free fluid in the pelvis on todays scan. No other obvious adnexal masses seen. Bladder filled and distended normally device could not be identified and the location of the device is not certain. Lot number: c12705, manufacturing date: 2014-01-11 & expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: medical record received. Event device dislocation added. Medical history & concomitant drug added. Lab data added. Patient & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / chronic pain") in a 43 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain on (B)(6) 2016, hot flushes, dryness vaginal, uti, arthritis, vitamin d deficiency, numbness of upper extremities, numbness lips, sexual abuse, hot flushes, dizziness, post coital bleeding, auditory disorder, memory loss, foggy feeling in head, ovarian cyst, vitamin d deficiency, pruritus, anxiety, insomnia, arthralgia, anxiety disorder, hearing loss, irregular periods, uti, vomiting, nausea, dysuria, menorrhagia, delayed period, twisted knee, nickel sensitivity, multiparous, hypertension and overweight. Previously administered products included: depo provera for contraception and micronor and mirena. The patient had a family history of diabetes mellitus. Concomitant products included omeprazole, clarithromycin, amoxicillin, noretisterona (norethisterone) and (). On (B)(6) 2014, the day of essure insertion, she experienced genital haemorrhage ("significant, prolonged bleeding since fitting/ heavy,abnormal bleeding"). On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), brain fog ("brain fog"), dizziness ("dizziness"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), a first episode of mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), device dislocation ("misplaced essure contraceptive coil /. Possible device migration"), device intolerance (". Inability to tolerate the device"), hypersensitivity ("hypersensitivity") and a second episode of mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled). Essure was removed. At the time of the report, the dyspareunia, hormone level abnormal and bladder disorder had not resolved. The outcomes for pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, brain fog, dizziness and alopecia were unknown. The reporter considered alopecia, amnesia, bladder disorder, brain fog, device dislocation, device intolerance, dizziness, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, the first episode of mental disorder, the second episode of mental disorder, pain in extremity, paraesthesia and pelvic pain to be related to essure administration. The reporter commented: essure device right side was implanted on (B)(6) 2014 and left side on (B)(6) 2014 (discrepant insertion date provided (B)(6) 2014. ). The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: both essure inserts are in satisfactory position. There is satisfactory occlusion of both fallopian tubes.; on (B)(6) 2015: both essure are in satisfactory position and satisfactory occlusion of both fallopian tubes [ultrasound scan vagina] on (B)(6) 2020: difficult examination due to patients raised bmi dr was not able to demonstrate any coils fallopian tubes were not dilated . The uterus appears normal measuring 87x63x59mm. The myometrium appears normal. Endometrial thickness 10 mm. Both ovaries were not visualized due to bowel gas and raised bmi no free fluid in the pelvis on todays scan. No other obvious adnexal masses seen. Bladder filled and distended normally device could not be identified and the location of the device is not certain lot number: c12705 manufacturing date: (B)(6) 2014 expiration date: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : event "device intolerance, hypersensitivity, psychological disorder nos" added, reporters information patient medical history and lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("significant, prolonged bleeding since fitting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pains in her legs"), paraesthesia ("tingling in her fingers"), fatigue ("tiredness"), amnesia ("memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness") and alopecia ("hair loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, paraesthesia, fatigue, amnesia, feeling abnormal, dizziness and alopecia outcome was unknown. The reporter considered alopecia, amnesia, dizziness, fatigue, feeling abnormal, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: essure device right side was implanted on (B)(6) 2014 and left side on (B)(6) 2014 (discrepant insertion date provided (B)(6) 2014). The patient remained under the care of her treating gynaecologist. She was due to attend for a further appointment in (B)(6) 2019 when removal will be discussed. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Lot number: c12705 manufacturing date: 2014-01-11 expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.